Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Wife of customer reported an unknown low glucose scan value while wearing the adc freestyle libre 2 sensor. The customer did not report experiencing glycemic instability symptoms; however, he had a loss of consciousness while walking/jogging. The customer¿s wife called daughter, a nurse, and she instructed the customer to rest and monitor blood pressure and blood glucose. The customer was provided candy and had an unspecified blood glucose test was performed by the daughter. No further third-party medical treatment was reported other than the blood glucose test. No further information was reported. There was no report of death or permanent injury associated with this event.